Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 804:26. This event had the potential to interrupt delivery. The event was reported to have occurred before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 was confirmed during product evaluation. The root cause was assigned to software failure. The device was tested per baxter procedures and the failure did not recur. No repairs were required to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.